Event description:
It was reported that high impedance measurements on the right ventricular channel were observed on the pulse generator during implant. The device was no used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.